Manufacturer narrative:
(B)(4). The device was manufactured october 16, 2014 ¿ october 17, 2014. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. The cause of the fluid was determined to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the cap. During filling and the next day, no signs of a leak were observed from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The device had been filled with 0.9% sodium chloride solution. This occurred before patient use. There was no patient involvement. No additional information is available.